Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was reported to have air leaks in the tubing. It was not specified if the event occurred during patient use, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Manufacturer narrative:
One opened/unused product was received on 4/4/23 for evaluation. No visual damages or anomalies noted. The set was tested per product specifications. There was no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.